Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of clip difficult to release from catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the biliary tree during a gastric polyp removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was removed from the tissue and was being retracted through the scope as it touched the edge of the scope, it released from the catheter and fell inside the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed. The clip assembly was returned inside the package. The prongs were locked in to the capsule. The control wire was separated per design. It was also noticed that there was a kink in the control wire. The over sheath assembly was not returned. Based on the condition of the returned device, the reported failure could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the biliary tree during a gastric polyp removal procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy. The clip was removed from the tissue and was being retracted through the scope as it touched the edge of the scope, it released from the catheter and fell inside the patient. Another resolution clip was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.